Manufacturer narrative:
(B)(4).

Event description:
Customer reported "the junction between luer-lock connection (brown head) and extension line has a breach to cause leaking." No patient harm was reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cvc catheter for analysis. Signs-of-use in the form of biological material was observed inside the distal extension line. The catheter body was returned intentionally severed directly adjacent to the juncture hub. Visual analysis revealed that distal extension line contained a large hole directly adjacent to the luer hub. No other defects or anomalies were observed. The catheter body measured 11mm, which indicates that approximately 196mm of the catheter body was intentionally severed and not returned by the customer. The inner diameter of the distal lumen measured to be 1.463mm, which is within the specification limits of 1.42mm-1.50mm per the distal extension line extrusion graphic. The distal extension line outer diameter measured 2.14mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. All three lumens were initially flushed using a water-filled lab inventory syringe to ensure no blockages were present. The distal end of the catheter was then clamped, and each lumen was pressurized using a water-filled lab inventory syringe. When the distal line was pressurized, a small leak was detected near the luer hub of the extension line. No leaks were detected in the other lines. A manual tug test confirmed all three luers were fully secured to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The distal extension line contained a small hole adjacent to the luer. A device history record review was performed with no relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
Customer reported "the junction between luer-lock connection (brown head) and extension line has a breach to cause leaking." No patient harm was reported. The device was replaced. The patient's condition is reported as fine.